Manufacturer narrative:
(B)(6). One full radius blade, 3.5mm, disp was returned for evaluation of the reported complaint mode, ¿shedding / flaking.¿ the tip was observed to be galled at the midway point of the edge form. Tip alignment was measured, but no misalignment could be observed. Runout was measured on the inner blade and was found to slightly over maximum specification at .0123. A discernable wobble could be observed. The likely cause of the shedding appears to be caused by moderate lateral load causing the inner blade to bend. This may cause a misalignment between the inner and outer tip, leading to material debridement. All other features were found to be dimensionally in conformance to design. A review of the device history record was performed which confirmed no inconsistencies. After the evaluation the root cause for the reported incident was undetermined. No further investigation is necessary at this time. (B)(4).

Event description:
During an ankle arthroscopy procedure it was reported that metal shedding was present in the ankle joint after debriding soft tissues with the arthroscopic shaver. The joint was washed arthroscopically and the metal shedding removed. A one minute delay, no patient injury or complications were reported.